Manufacturer narrative:
Concomitant medical products: product ID: 355531, product type: screening device. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that, initially during intra-operative testing of the implantable neurostimulator (ins), all impedances were all within range. When the lead component was hooked up to the ins 4 out of the 8 contacts were out of range (>10,000 ohms). The lead was removed, cleaned, and reinserted back into the ins numerous times with the same high impedance result. The lead was then plugged into a multi-lead trailing cable (mltc) where all contacts were within range. The lead was again re-inserted one last time into the ins and again there were multiple contacts with values >10,000 ohms. The cause of the issue was not determined. A new ins was then opened and used for implant. There were no reported patient symptoms or complications associated with the event. The patient status was noted as ¿alive ¿ no injury and they were receiving effective therapy at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.